Manufacturer narrative:
Product event summary: the introducer was returned and analyzed. The analysis indicated that there was a mechanical issue with the delivery system introducer. The delivery system introducer flush tube was kinked/buckled. The analyst noted the introducer was returned with the dilator and a 10 ml syringe attached to the flush port valve on the side port assembly with the valve of the side port assembly in the 'on' position. The flush tube is kinked at the distal end of the side port assembly that is affixed to the valve body of the introducer. The flush tube of the side port assembly is obstructed with adhesive. A test syringe was affixed to the flush port on the valve body to flush the introducer and there was no obstruction. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to implant of the leadless implantable pulse generator (ipg), the introducer would not flush. The introducer was not used. No patient complications have been reported as a result of this event.